Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 28-jun-2018 with the following findings: during investigation, there was no damage or peeling to the keypad. The down, ok and contrast keys were working. The up key was working but was over responsive. The keypad was removed and there was no evidence of contamination under the key contacts. The up button contact was cracked. The battery compartment was found to be cracked.